Event description:
It was reported that the pacemaker exhibited low out-of-range pacing impedance measurements on this non-boston scientific right ventricular (rv) lead, which the pacemaker triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and noisy signals were noted. Additionally, low amplitudes were also observed. Lead insulation was suspected. This lead was reprogrammed to unipolar mode and all of the measurements were in range. At this time, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).